Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the reported migration (partial clip movement) appears to be due to patient anatomy (deformed valve due to barlow¿s disease and small atrium). The image resolution poor appears to be related to procedural conditions as poor imaging was reported due to the first clip and suboptimal imaging quality. Mitral regurgitation appears to be related to patient conditions and due to disease progression and barlow deformed valve. Mitral regurgitation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report partial clip movement. It was reported that on (B)(6) 2019 a mitraclip procedure was successfully performed to treat mixed mitral regurgitation (mr) grade 4 with a prolapsed anterior leaflet. On (B)(6) 2022 a secondary procedure was performed to treat grade 3 mixed mr with moderate bileaflet prolapse, a small atrium, and a barlow valve due to disease progression. During placement of the clip, tension was felt. After deployment, partial clip movement was observed in the medial direction and mr remained at grade 3. The clip was stable on both leaflets. It was noted that imaging was poor. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.